Event description:
The facility's biomed tech reported an infusion pump with an overinfusion found during pt use, with no pt injury or medical intervention needed. The pump was programmed to infuse 100ml/hr, and in 5 hours it infused 1000ml's. The facility's biomed tech evaluated the pump, and could not duplicate the problem, and thought it could have been misprogrammed by the user. The bag being used was 1000cc bag. The medication being infused was unk.